Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, race, and ethnicity were not provided. Lot #, expiration date: the device lot number is not available / not reported. The expiration date of the device is not known. The unique identifier (UDI) is not available. Reporter: initial reporter information such as phone and email address are not available. Manufacture date: the device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that during the stent-assisted embolization procedure on the (B)(6) male patient, the 4.5 mm x 22 mm no tip enterprise® vascular reconstruction device (enc452200 / 11074968) was prepped and used in accordance with the instructions for use (IFU), the stent was introduced into the prowler select plus microcatheter (catalog/lot numbers: unknown) and half way in the microcatheter, there was resistance between the microcatheter and the enterprise stent. The stent exited the microcatheter, but it could not be deployed at the target site. It was reported that the vessel was normal, not tortuous. The stent was not recaptured back into the microcatheter. The microcatheter and the stent were removed and replaced. The procedure was completed with a two-minute procedural delay; there was no report of patient injury or complication. It was reported that the microcatheter was discarded. Based on complaint information, the device was not available to be returned for analysis. The lot number is not available. Device history record (DHR) review could be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00891. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted embolization procedure on the (B)(6) male patient, the 4.5 mm x 22 mm no tip enterprise® vascular reconstruction device (enc452200 / 11074968) was prepped and used in accordance with the instructions for use (IFU), the stent was introduced into the prowler select plus microcatheter (catalog/lot numbers: unknown) and half way in the microcatheter, there was resistance between the microcatheter and the enterprise stent. The stent exited the microcatheter, but it could not be deployed at the target site. It was reported that the vessel was normal, not tortuous. The stent was not recaptured back into the microcatheter. The microcatheter and the stent were removed and replaced. The procedure was completed with a two-minute procedural delay; there was no report of patient injury or complication. It was reported that the microcatheter was discarded.